Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving inaccurately high readings. In november 5, 2005 at 12:02pm the patient obtained a blood glucose result of 330 mg/dl on the reported meter. The patient took his insulin dose and then ate lunch. The patient's fasting blood glucose result at 9:09am was 105 mg/dl. The patient's wife left home in the afternoon, and upon her return found her husband experiencing symptoms of being agitated and then he passed out. The patient was revived and was given orange juice and sugar water. Approximately 20 minutes later, at 5:34pm a blood glucose result of 215 mg/dl was obtained on the reported meter. Emergency services were called, and 30 minutes later the patient's blood glucose was tested by the paramedics to be 'low' (result not given). The paramedics treated the patient with intravenous glucose, and he was then able to eat some food. The patient was not transported to the hospital. The patient takes novolog 10 insulin on a sliding scale, and adjusts his dose based on food consumed and his meter readings. He also takes lantus insulin 30 units in the evening. The patient has a backup one touch ultra meter and has been using that meter since this event. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call, as the patient did not have control solution. The meter and control solution were replaced. The patient experienced a hypoglycemic event and the reporter obtained a result of 215 mg/dl (hyperglycemia) during the time of concern. The patient also required medical attention. Therefore this incident is being reported as an adverse event.